Event description:
A child with cystic fibrosis who has a groshong PICC is having an allergic reaction to the catheter. The hospital is switching prepping solutions from persist to chloroprep but anywhere the catheter touches blisters appear.